Event description:
It is reported that the device was explanted in 2008, due to failure of cement to adhere to the bottom of tibial implant. Implant date is unknown.

Manufacturer narrative:
This report will be amended when our investigation is complete.